Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Visual examination found no malfunctions.

Manufacturer narrative:
Correction: investigation conclusions code from the previous report should be updated to 67 ¿ no problem detected, rather than 4310 ¿ cause traced to non-device-related factors.

Event description:
The pacemaker, right atrial (ra) lead and right ventricular (rv) lead was explanted due to erosion. The patient was in stable condition throughout the procedure.